Event description:
It was reported that the right monitor on the 9800 system will intermittently go dark. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the system interface pcb. The system was tested and found to be working as intended and placed back into service.